Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen at unknown concentration and dosage via an implantable infusion pump for the treatment of intractable spasticity and other spasticity. It was reported that the motor stall was seen at initial interrogation and was still active. The patient did not have a MRI recently. No patient symptom was reported. Pump off password was provided and the patient was doing "ok" on oral medication. The event date was unknown. Pump off passcode was provided. No further complication was reported.